Manufacturer narrative:
The insulin pump had a blank display due to corroded electronics assembly. The device was also received with corroded motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer stated he did not receive any alarms after the moisture exposure. While trying to check the alarm history, the customer reported that the display was blank. He mentioned that prior to going blank, the screen was acting strange. He stated he had tried changing the battery multiple times but the display remained blank. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.